Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, pt complications occurred. A 3.5x32mm taxus liberte' drug eluting stent was successfully implanted in the circumflex artery. The physician went on to treat the right coronary artery, when the pt experienced a drop in blood pressure and decrease in heart rate. Cardizem was administered to the pt and the blood pressure and heart rate returned to normal. Another drug eluting stent was implanted after the incident, and the pt was transferred to the recovery room in stable condition. No further complications occurred.

Manufacturer narrative:
As the unit has not been returned, a technical analysis was unable to be performed. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause cannot be determined.